Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Since the surgeon completed the surgery for my knee replacement in 2019, I have had continual pain and swelling in my right knee and leg. Allergy testing showed a sensitivity to cobalt and now heavy metal urine testing show extreme levels of cobalt and lead in my system.